Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verioiq meter read inaccurately high compared to his feeling. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests five times a day and manages his diabetes with an unspecified dose of lantus (between 7-8pm) and novorapid (sliding scale based on meter reading; at mealtimes). The patient¿s target blood glucose range is between ¿120-150mg/dl¿. In (B)(6) 2013, the patient¿s pancreas was removed and he is currently undergoing chemotherapy. According to the patient, since his surgery in (B)(6) 2013, he would experience hypoglycemia (trembling) several times a week regardless of his previous readings. The patient¿s blood glucose readings prior to the onset of his symptom are not known; however, according to the patient he would administer insulin when his glucose result is high, eat when his result is low, and do nothing when it is normal. At unspecified dates/times, after the onset of his symptom (trembling), the patient reportedly obtained a reading either above 500mg/dl or approximately 300 mg/dl. The patient reportedly did not test with a secondary/back up device after the alleged issue occurred. Per the patient, in response to his symptom, he consumed glucose tablets or candy; feel better approximately 10-15 minutes later; and if he consumed the right amount of sweets, his retest result (with the subject meter) would be between ¿120-150mg/dl¿. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. In addition, due to the patient¿s current medical condition, it has caused him to experience hypoglycemic symptoms regardless what his previous reading was. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.